Event description:
It was reported that the cassette not being recognized. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The customer reported issue was ¿cassette not being recognized¿. The customer reported issue was able to be replicated through occlusion test. The cause of the reported issue was a non-functional latch lock sensor. The reported issue was resolved by replacing the latch lock flex sensor. Upon further investigation, the pump alarmed and error code 46440 displayed, the dso (downstream occlusion) seal was delaminated, and battery door was missing. Replaced dso sensor, dso bezel, and dso seal. Performed dso/uso (upstream occlusion) sensor calibration. The device passed all functional and delivery tests performed after repair activities were completed. Software updated and device reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.